Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the lead was returned severed in two pieces with the helix extended and dried blood present in the helix housing. It was discovered that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Event description:
Boston scientific received information that this lead was explanted after it had dislodged. It was reported that the sensing amplitudes had significantly changed from implant. Device reprogramming was performed to address that. Subsequently, the patient underwent a revision procedure and the lead was attempted to be repositioned; however, there were issues with the helix mechanism and the tip was unable to extend. No additional adverse patient effects were reported.